Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to the previously submitted report. Corrected fields: b6, b7 = n/a, d4-lot# should be blank, d4 - expiration date should be blank, d4 - expiration date null = n/a, d4 - unique device identifier (UDI) # and d4 - unique device identifier (UDI) #1 = n/a, d10 - concomitant product null = ni, g4 - PMA/510(k) # = n/a the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage and faulty plug unit. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image. The issue was found during inspection for use for an unknown procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.